Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin d total iii on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a vitamin d value of 116 ng/ml. The result did not agree with the patient's history, so the customer decided to repeat the sample. The sample was repeated twice on (B)(6) 2025, resulting in vitamin d values of 20.9 ng/ml and 19.7 ng/ml. The repeat results were consistent with the patient's history.

Manufacturer narrative:
Controls were acceptable. The provided data do not indicate an issue with the analyzer or reagents. No relevant alarms were observed on the alarm trace. The instrument surfaces were not adequately clean. There was visible dust and blood on the sample gripper. Camera images from the analyzer showed particles on sample surfaces. Overall sample quality was sub-optimal. Numerous samples had fibrin strands, clots, particles, and film. The investigation determined the issue is consistent with insufficient pre-analytic sample handling and dirty instrument surfaces.